Event description:
It has been reported to co that during the procedure this device accordioned. Reportedly, the outer coating is rolling back on itself. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.